Event description:
It was reported the pt was reprogrammed but the stimulation coverage was ineffective. The pt reported she was experiencing some rib stimulation and abdominal stimulation in addition to coverage in the legs and back. It was reported the physician planned to have x-rays taken at a future date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.